Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered bladder problems, urinary leaking, constipation, intense pain, intercourse pain, recurrent infections and fear of more infections.